Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling material, and process controls were within spec.

Event description:
A peritoneal dialysis pt's wife reported that the pt was diagnosed with peritonitis in (B)(6) of 2014. The wife reported the date as "around" the 22nd. A f/u call was made to the pt's peritoneal dialysis nurse. The nurse reported that the pt was diagnosed with peritonitis on (B)(6) 2014 and was treated with intra-peritoneal vancomycin for a touch contamination coag negative staph infection. The pt was treated for 6 weeks and then re-cultured. The repeat culture was negative for any organisms.